Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the system was stuck at the loading screen. After formatting the d-drive and re-installing operating system (os) 3.1.6 the system readied. Motion, generator and communication with the mobile view station (mvs) was successful. Motion calibration, run rad gain and run fluoro gain calibration were successful. 2d and 3d images were acquired. The issue was determined to be a corrupt os. Analysis found that the reported event was related to a operating system issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was found to be stuck in the loading screen. While attempting to remote into the image acquisition system (ias) computer, an error code displayed, rather than launch the application. The ias computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ias computer has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was unable to boot to take a spin, it would get stuck at the system loading screen. The site attempted multiple reboots without resolution. There was no patient present when this issue was observed.